Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? It was some place with out staples or, did the device start to deploy staples and cut but could not be completed (partially fire)?yes or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Yes.

Event description:
It was reported that the endocutter stopped working, the recharge was locked. There was no patient consequence reported.